Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's blood glucose level went from 3.8 mmol/l to 15 mmol/l two hours after connecting the insulin pump. It was stated that the customer had a kinked tubing and another infusion set that came off and the insulin pump did not alarm insulin flow blocked. The customer reverted to their old insulin pump. Troubleshooting was not performed. The device will not be returned for analysis.